Manufacturer narrative:
Initial reporter: telephone number: (B)(6). The device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that patient suffered from sub-optimal results after being implanted with a non-toric lens. An explant was then performed and a toric lens was implanted. The pre-operative visual acuity value was 0.4 and the post-operative visual acuity value was 0.9. There was no delay in treatment or other interventions performed. No further information was provided.